Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The user facility reported that an impella cp was placed to support high-risk percutaneous coronary intervention (hrpci). After this procedure, the impella cp was weaned and removed. It was further reported that the patient had evidence of a stroke following hrpci.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Stroke: the root cause of the stroke was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.